Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product as this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan rep reported an "alleged" port leak. F/u findings: "the surgeon determined that the pt's port was leaking since the pt had no restriction." The surgeon performed fill adjustments on the pt and upon checking them, discovered that the "fluid wasn't holding." The device remains implanted at this time. The date of explant has not yet been scheduled.